Event description:
It was reported that pt underwent total knee arthroplasty approx ten yrs ago utilizing hinged knee prosthesis. During revision procedure, yoke component was found fractured.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Eval is in process, but not yet complete.